Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the device had difficulty advancing through the guide. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. After the dilatation with an non-bsc balloon catheter, the non-bsc stent was inserted but it failed to cross the lesion. The guidezilla was advanced, however, resistance was encountered and the device would not extend out from the distal tip of the non-bsc 6f guiding catheter. The device was removed and reinserted, however it still would not extend out from the distal tip of the guiding catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by mfg: returned product consisted of a guidezilla guide extension catheter in 2 pieces. Microscopic examination and tactile inspection revealed numerous kinks throughout the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft weld, with damage to the collar. The guide catheter used during the procedure was not returned for analysis. A mach 1 guide catheter was used for functional testing. The inner diameter (ID) of the mach1 guide catheter was measured with a calibrated pin gauge and measured within specification. The distal end of the shaft was inserted into the guide catheter with no resistance. Due to the separated shaft and kinks the guidezilla was unable to be fully advanced through the mach1; therefore, functional testing was unable to be performed. The maximum outer diameter (od) of the guidezilla distal shaft was measured and met specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).